Event description:
It is reported that the pt is experiencing swelling and stiffness and a possible allergic reaction.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. The complaint may be revised upon return of x-rays, product or further info. The part numbers and lot numbers of the products are unk; therefore, the mfg records and complaint history could not be reviewed. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem based on the available info, the need for corrective action is not indicated.